Event description:
Customer reported an issue with the panorama central station, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Unit has been returned to the company's repair center for further eval.